Event description:
The clinician reports the implant was inserted (b))(6) 2018 in fdi 24. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: abscess. No further patient complications were reported.